Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Abnormal touchscreen functionality was observed. The touchscreen responds to physical touch, but the screen is also activated without physical touch. The touchscreen was replaced and the device was fully functional. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported issues of screen flickering and freezing. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported issues of screen flickering and freezing. No patient impact or consequences were reported.